Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
(B)(4). Return evaluation received 6.17.15. Conclusion: corrosion in brake assembly discovered during bench test.

Event description:
Dealer states he gets a 5 flash. A 5 flash is a right side brake code chair will drive and shut off.

Event description:
Dealer states he gets a 5 flash. A 5 flash is a right side brake code chair will drive and shut off.